Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2011; 1788tc, competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular lead had high capture threshold and caused intermittent phrenic nerve stimulation when programmed to a higher pacing output. The physician chose to discontinue cardiac resynchronization therapy and reprogrammed the lead to be inactive. The lead remains implanted. No patient complications have been reported as a result of this event.